Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, stapler jammed closed when trying to open and replace the reload. Device was not locked on tissue. A variety of attempts to push buttons and pull triggers were used to try to open device jaws and the jaws were eventually opened by pressing the back release button. The was no patient consequence and no change to post op care of patient.